Manufacturer narrative:
Correction: d9 and return date: 2025-03-11 (for m021083c001). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and not able to duplicate customer complaint. Took several shot successfully. Verified keypad was functional. Verified all movement was working. Grabbed system logs. Performed system checkout. Device return to service. MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were unable to extend the imaging system, the collimator opened/closed by itself, and that the mirror/flip buttons were activated on their own (pendant issues). Patient present was unknown.

Event description:
Additional information received "medtronic received information regarding an imaging system being used for lumbar fusion procedure. Patient was present. Event occurred intra operatively. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3) the software investigation found that not a software issue. Complaint data analysis found the event was due to a user workflow issue as per log review, could be faulty or loose pendant. Software was functioning as designed. MDR codes: b01, c19, d14. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1: product ID: bi71000529: additional info: updated a and b5. G codes added: g02008, g02040. Annex f code updated: f26. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.